Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported via user/facility medwatch# mw5068370 that stent thrombosis occurred. The target lesion was located in a coronary artery. A 2.50 x 12 synergy ii drug-eluting stent was implanted to treat the lesion. However, post stent deployment, it was confirmed through activated clotting time (act) and thrombelastograph (teg) testing that there was clot formation at the site of the stent. No further patient complications were reported.